Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and its electrode exhibited t-wave oversensing, changes in morphology, resulting in an inappropriate shock. A request was made to have data from this device analyzed. Technical service (ts) consultant reviewed device data, and provided recommendations for troubleshooting. This device remains implanted. No adverse patient effects were reported.